Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, the device was able to be fired normally on the first firing, however after about 30 minutes, when the surgeon tried to replace the reload for the next firing, the display handle did not start-up and was blackout and the device handle could not be used. To resolve the issue, the surgeon used manual stapler. There was no patient injury.